Manufacturer narrative:
UDI # - na.

Event description:
The recipient reportedly experienced impedance fluctuation. Programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, the returned array revealed an extruded contact pad on one of the electrodes. This is believed to have occurred during the post-operative testing performed. The photographic imaging inspection of the returned array revealed broken electrode wires on one electrode as well as deformed electrode wires on another electrode. This is believed to have occurred during the post-operative testing performed. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.